Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated an inactive charge circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), which reached the elective replacement indicator (eri) and had defibrillation therapies turned off five years prior, exhibited an inactive charge circuit and could not be interrogated upon the last attempt. The device was removed but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A long receipt time was noted. The device was received more than one year post-inactivation. The device was deactivated after the elective replacement indicator was reached five years earlier. The device was later explanted per patient request and had gone to end of service with charge circuit inactive due to low battery voltage which is normal device behavior. The device was found to meet specifications for normal battery depletion while implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No evaluation other description: analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.